Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-106, no ast results were given. There was no report of patient impact.

Manufacturer narrative:
D4. Medical device expiration date: unknown. G5. Multiple 510(k): k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-106, no ast results were given. There was no report of patient impact.

Manufacturer narrative:
Investigation summary this complaint is for no-mic results when using phoenix panel pmic/ID-106 (catalog number 448606) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.